Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an inguinal hernia. It was reported that after the implant, the patient experienced mesh broke down, mesh failure, hernia recurrence, mesh adhesions, bowel complications, defective mesh, scarring, disfigurement, loss of enjoyment, psychological/emotional injuries, disability, and chronic pain. Post-operative patient treatment included revision surgery.